Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced discomfort at the ipg site due to a pressure ulcer/open wound and the ipg was visible. In turn, surgical intervention was undertaken wherein the scs system was explanted. No signs of infection. The patient was given oral antibiotics to address the issue.